Event description:
Complications were not noted at the time of the angiographic procedure (5/26/98); however, it was reported that two mos after the angiographic procedure, a computerized tomography scan and magnetic resonance imaging were completed. These testes indicated a small focus of infraction in the right frontal parietal area. It is unclear how the catheter performance related to the incident.